Manufacturer narrative:
Updated patient's progress was added to relevant tests/lab data. Device lot number and expiration date were retrieved and added to MFR name, city, and state. Type of report updated to followup 1 in type of reports. Event and problem and evaluation codes were updated as follows: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient presented with sub-epithelial sterile infiltrates and complaints of photophobia in the right eye, five weeks postoperatively.

Event description:
Update: the patient was last seen in (B)(6) by dr. (B)(6) at (B)(6) who reported the patient had a corneal melt on the inlay eye and had consequently removed the inlay. Additionally, the patient's vision has recovered post removal and no infection was noted.

Event description:
Update: patient was last seen on (B)(6) 2016. It was reported that the vision in the kamra inlay eye was 20/30, patient is happy with vision, and a faint sub-epithelial haze superiorly remains.